Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information: there was no problem in the washer breaking sound, and the staple was formed properly. There was no problem in the leak test during the operation. The patient is stable after the reoperation, but still hospitalized. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is meant by, ¿the anastomosis site was sticky?¿ did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Is the stoma temporary or permanent?

Event description:
It was reported by the sales rep that after a laparoscopic sigmoidectomy, 7 hours after, on the same day as the initial operation, the leakage occurred, and the anastomosed site was sticky. Re-operation was performed. The staple on the posterior wall was gone and the leakage occurred from there. Hartmann's operation was performed to complete the case. The initial operation was performed in 11:00am, jun 3rd. At the initial operation, the device was fired after the signia (purple cartridge), reinforcement device was used. The signia, reinforcement device was used to cut s-shaped colon, and the cdh25p was used on the same place. The surgeon selected a gold height for the firing. The were no problem during the firing. After the firing, the adjusting knob was rotated counterclockwise 3 times, but there was a difficulty in removing the device. The additional hand suture was performed on the anastomosed site just in case. There was no problem in the icg test. The device was removed, and the operation was completed. The patient¿s initials are hi. The patient is a (B)(6) years-old male. His height was 174cm, his weight is 62kg. The hospitalization was prolonged due to the leakage and the colostomy. The patient is in the hospital and monitored. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 07/08/2022. Additional information was requested, and the following was received: what were the indications for surgery? Laparoscopic sigmoidectomy what is meant by, ¿the anastomosis site was sticky?¿ the anastomosis site was wet with the leaked liquid. Did the patient receive any preoperative chemotherapy or radiation? No further information will be available. Were there any issues experienced with the device in the initial surgical procedure? There was a difficulty in removing the device. What healthcare professional fired the device and what is his/her experience with the device? No further information will be available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The surgeon set the position to be about the height of a 1.8 mm gold cartridge staple. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information will be available. Were there any issues with device use/firing? The were no problem during the firing. What confirmation was received that the device completed the firing sequence? No problems were observed at the time of the fire ring. Was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 3times. Was there any difficulty removing the device? Yes, there was a difficulty in removing the device. Was a complete transection of the white breakaway washer visually confirmed? No further information will be available. Were the donuts inspected? No further information will be available. Were there any issues noted with staple formation? If so, please describe the shape and location. When reoperated 7 hours (same day) postoperatively, the staple on the posterior wall side was gone, and a leak from the wall was subsequently observed. Was a leak test performed? No further information will be available. Was the staple line visualized endoscopically during the initial surgical procedure? No further information will be available. How many days postoperative did the leak occur? The leak occured on the procedure day. 7 hours after the operation. How was the leak identified? When reoperated 7 hours (same day) postoperatively, the staple on the posterior wall side was gone, and a leak from the wall was subsequently observed. What was observed at the site of the leak upon reoperation? The staple on the posterior wall was gone and the leakage occurred from there. How was the leak addressed? Hartmann's operation was performed to complete the case. Is the stoma temporary or permanent? It is permanent. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.